Event description:
Battery belt accessory used with an oxygen concentrator was involved with fire. No injury or property damage.

Manufacturer narrative:
Evaluation and follow-up report will be submitted. Presently waiting for return of product.